Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 19 and 46 mg/dl at the time of the incident. The customer was at 207 mg/dl a day before the time of the call. The customer was given liquid glucose to treat. The customer experienced symptoms such as los of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer thought the pump was giving them too much insulin. The pump had given them all the insulin in the reservoir by the time the paramedics arrived. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.